Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured during first inflation. It was further reported that the balloon was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at first inflation attempt. It was further reported that the balloon was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 014 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during visual evaluation. During the functional testing, the balloon was inflated with an in-house presto inflation device. The balloon maintained pressure up to 15 atm. No evidence of rupture was noted and no other functional testing was performed. Therefore, the investigation for the reported balloon rupture is unconfirmed as the balloon was inflated without any issue and no evidence of rupture was noted during the evaluation testing. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 03/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.